Event description:
The advocate alleged that control tests were performed using the customer's meter and a result of 191 mg/dl was received. The normal control range was 103-142 mg/dl. The customer did not have any of the suspect test strips left, so further troubleshooting was not possible. No product will be returned for eval.